Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's granddaughter reported that on (B)(6) 2015 customer received an ER-3 message on the display of her adc blood glucose meter and because of this she could not receive a reading. Caller further reported customer experienced "dizziness, sweating and was very thirsty". Customer was taken to her healthcare provider where a reading of 477 mg/dl was received on an unspecified device. Customer was diagnosed with hyperglycemia and was given an onglyza 2.5 mg tablet and levimir insulin "15 mg. IV". It was also noted the customer was started on insulin. There was no report of death or permanent injury associated with this event.